Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a bipap a40 pro ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to the manufacturer to evaluate the occurrence of an unexplained alarm. There was no patient harm or injury reported. The unit was scrapped during service. New information: the availability of the device was reported incorrectly. Correction to box b: b5 statement, box d: device avail. For eval, box h: evaluation method code grid, evaluation results code grid and conclusion code grid.

Event description:
The manufacturer received information alleging a bipap a40 pro ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to the manufacturer to evaluate the occurrence of an unexplained alarm. There was no patient harm or injury reported. The device was sent to a third-party service center for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The bipap a40 pro model# frx3100s14 is substantially similar to the bipap a40 1111177 and will be reported in the united states under bipap a40 pro, 501k number: k121623.

Event description:
The manufacturer received information alleging a bipap a40 pro ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to the manufacturer to evaluate the occurrence of an unexplained alarm. There was no patient harm or injury reported. The unit was scrapped during service.